Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 6 years and 5 months post implant of this 18 mm pulmonary valved conduit in a(B)(6) years (B)(6) months old pediatric patient, it was explanted and replaced with a 22 mm conduit of the same model. The reason for replacement was not reported. No additional adverse patient effects were reported.